Event description:
On (B)(6) 2020, this patient underwent an emergent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. (Rlt231416j+plc161000j+plc121200j on the right and plc121000j+plc231400j on the left). On (B)(6) 2024, a reintervention was performed due to the aneurysm enlargement which had been observed starting about a year ago. Intraoperative angiography confirmed an unknown type of endoleak proximal to the previously implanted rlt231416j. A beak was seen at the proximal end of the device, therefore, a proximal type I endoleak was suspected. As a treatment, the physician added additional stent graft proximal to the rlt231416j. Aforesaid endoleak slightly remained but was left untreated. The patient tolerated the procedure and has since been monitored.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: aneurysm enlargement, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.